Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-09475. It was reported that the presented with atrial lead noise and oversensing. During procedure a large lesion was noted on the lead where the insulation was severely degraded. The physician also noted an inside out insulation issue with the right ventricular lead. The lead was laser extracted. There were no patient complications from the procedure.